Event description:
The facility's purchasing department reported an infusion pump with an 808:06 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device.